Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, patient reported her blood glucose elevated to "hi" mg/dl around 10:30-11:00 am, and she thought this was related to an e2 battery depleted error on the infusion device. She delivered a bolus via the infusion device as treatment. She had experienced hyperglycemia for 3 weeks prior to the event, and her blood glucose was 160 mg/dl at the time of the report. Her target blood glucose is 100-150 mg/dl. The adapter had been in use for 8 months, and she was advised on the manufacturer recommendations. No further issues were noted during troubleshooting. Patient was advised to switch to the backup infusion device, but she declined. Follow-up was completed on (B)(6) 2013, and her blood glucose elevated to 420 mg/dl at 8:00 pm on (B)(6) 2013. She switched to the backup infusion device and delivered 6.0 units of insulin. Her blood glucose was 50 mg/dl at 10:00 pm and she was able to self-treat, and it was 115 mg/dl on the morning of the report. Patient believes the insulin delivery of the primary infusion device is "slow" and that is why she's experienced hyperglycemia. The infusion device, cartridge, and adapter were replaced and requested for evaluation. The infusion set was not requested for evaluation as it's a competitor's product. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The acid of the double layer capacitor (goldcap) has leaked out and this defect caused high power consumption of the insulin pump and the battery runtime was shortened. The high power consumption led to a quick voltage drop, therefore, no a2 (alert battery low) before e2 (error battery empty) was triggered. The battery cover passed the optical inspection.